Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer reported an elevated blood glucose (bg) level; however, no specific bg level was provided. The customer reloaded the same cartridge and the issue was resolved. Customer will administer a bolus to stabilize bg levels.